Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Please refer to MFR report #3004209178-2018-06413 regarding the catheter event and revision. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The hcp reported they did not believe the patient experienced an overdose following their device replacement (B)(6) 2017. The hcp reported they did a dye study later on and figured the pump tubing was not connect to the pump. A revision was performed {please refer to MFR report #3004209178-2018-06413 regarding the catheter event and revision}. The hcp reported what the patient experienced was probably withdrawal symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. The patient reported they became very ill a few weeks after their pump was replaced (B)(6) 2017. The patient stated their granddaughter thought it looked like a possible overdose. It was reported the patient was throwing up and really sick. No further complications were reported or anticipated.